Manufacturer narrative:
The accu-chek inform ii test strips lot number that was used on meter 1 was 671707. The expiration date was not provided. The qc was performed on meter 1, and it was acceptable. Meter 1 and two vials of test strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) compared to a different accu-chek inform ii meter (meter 2). At 8:16 am, the patient was tested on meter 1, and the result was 25.1 mmol/l. The patient had consistently presented with a blood glucose level around 8-12 mmol/l. The patient was then tested 13 minutes later using meter 2, and the result was 8.5 mmol/l. The result reported to the physician was 8.5 mmol/l.